Manufacturer narrative:
The insulin pump alarmed during the displacement test due to motor high current draw; unable to perform the displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify motor error alarm due to a33 alarm. However, the insulin pump rewind properly. A confirmed e70 error alarms are in the history file. No cosmetic damage noted during physical inspection.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Customer reported via phone call compromised force sensor system alarm. Customer's blood glucose level was 150 mg/dl. Customer advised each time they attempt to rewind they either receive a compromised force sensor system alarm or a motor position encoder error. Troubleshooting for the prime rewind was performed. Customer was advised that the sensor did not detect the reservoir. Troubleshooting for the motor error alarm was performed. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.